Event description:
The consumer reported she was having the therapy removed on (B)(6) 2016 and was wondering what to do with the implant. The stimulator never helped with symptoms. It was noted the patient had four manufacturer's representatives try to program and it had never helped. The patient was having surgery to remove the therapy and wanted help to turn off the implantable neurostimulator (ins) prior to implant. When the patient used the programmer, she verified she was currently on program b at 4.40 and the lightning bolt was not in the upper left hand corner. The programmer amplitude was then currently at 0.0 and the lightning bolt was not in the left hand corner. Additional information received from the consumer reported the patient did not know what led to the stimulation never helping. The trial worked beautifully. After a lot of pain, a lot of money, and a lot of technicians, it never worked. So the patient had another surgery, more pain, and more money to remove something that never worked. It never worked. Relevant medical history included chronic low back pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported on (B)(6) 2015 that it was not going for them as well as the trial. It was reported that the trial was almost perfect. The consumer reported that it wasn't working real great but was told that sometimes it takes time but would meet them at the doctor's if they needed assistance. Relevant medical history includes chronic low back pain and spinal pain. The consumer reported on (B)(6) 2015 that the system was implanted 3 months ago and several technicians had tried to program it. It did not reach the needed area. The surgeon stood by his placement. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. Additional information was received from the patient on 2016-09-06 that reported that she had told her physician that her device wasn't working great after implant and it was removed because it did not work. Additional x-rays were taken to assure that it was implanted correctly. The patient noted that the trial worked perfectly, the device was implanted, and after sufficient time, it was determined by several manufacturer representatives that the device did not work. The device was removed because it was no help at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.